Manufacturer narrative:
(B)(4). Other - a return materials authorizations has been provided to the customer but the device hasn't been received at this time by carefusion. If the device is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator displayed a ventilator inoperable alarm, low peak inspiratory pressure (pip) alarm, motor fault alarm and low minute ventilation (ve) alarm. There was no patient involvement associated with the reported event. The customer verified the exhalation valve, the flow sensor and the exhalation diaphragm; furthermore the customer performed all transducer tests, and showed passing results. The reported issue was resolved by replacing main control board (pcb).